Event description:
A power source alert was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller resolved the issue by using the wall adapter and confirmed that the pump began charging, requiring no further assistance.